Event description:
Information was received regarding a cadd cassette reservoir. It was reported that patient had issues with his cassettes not working properly. This occurred three times. Details of the disfunction was not provided. It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time. .